Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bd services were running with no downtime alerts in healthsight viewer (hsv). A technical support specialist (tss) checked the provided sample and confirmed no incoming messages were received, downtime and external received message queries showed message flow was not current, indicating no new messages from cerner. Then the tss reviewed logs and observed message processing failures related to missing patient records from the cerner admit discharge transfer (adt) feed. Restarted external messaging and external inbound processor services, after which message flow resumed and timestamps became current. Verified server health with no additional issues. Communicated findings to pharmacy and users, advising coordination with cerner if needed. Post-validation with stakeholders confirmed normal system functionality with no further issues reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders and patient information were not crossing over to multiple stations. The customer reported that the interface had been down for approximately 40 minutes, affecting all patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.